Manufacturer narrative:
This incident occurred outside of the u.s. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt's vendor reported that the pt's infusion device was not properly delivering insulin and he experienced elevated blood glucose. Upon f/u, it was reported that the pt's blood glucose was 57 mmol/l (1026 mg/dl) and the pt was hospitalized in 2009, and treated for a heart attack. The pt's normal blood glucose level is 6/7 mmol/l (108-126 mg/dl). No further info is available. Product was replaced and requested to be returned for eval.